Event description:
A report was received that a patient has reoccurring staphylococcal infections. The patient stated that her physician believes the infections are possibly due to the device or due to the patient being overweight. The implanting physician has no information regarding the infection. A good faith effort was made to contact the patient for more information without success.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial #: (B)(4) description: enh st ld kit. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.